Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer had manual injections as alternate insulin therapy. Additionally, it was reported that multiple, intermittent occlusion alarms occurred. Customer addressed occlusion alarms by changing pump supplies. Customer's blood glucose level was in the 200's (mg/dl).